Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels of 593 mg/dl. The user addressed bg level with a bolus and manual injection. Reportedly, the user declined troubleshooting and reported a bg level of 115 mg/dl at the time of report.